Manufacturer narrative:
Concomitant medical products: 5f 10cm glidesheath, terumo sheath introducer. Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) was inserted into the sheath and the balloon was inflated however, when the device was retracted together with the sheath, the physician identified that the black shaft of the device was split. Therefore, the doctor decided to discontinue with the closure and manual pressure was applied. There was no reported patient injury. The patient recovered after the mynx event. The device was prepped and inspected according to instructions for use (IFU). The type of procedure was interventional peripheral which is a co2 angiography. The procedure used an ante-grade approach. The deployer was mynx certified. There was no damage noted to the packaging of the device. They used a 5f 10cm non-cordis sheath introducer. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had a little tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The patient was not hospitalized, nor the hospitalization was extended as a result of the event. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was disengaged from the black handle. The sealant was protruding from the distal end of the shuttle cartridge, next to the balloon proximal bond. The procedural sheath was not returned with the catheter. The device was inspected for damages/anomalies that may have contributed to the reported failure. No visual damages or anomalies were observed. Per functional analysis, functional testing was performed by manually retracting the shuttle cartridge back to the black handle. Slight resistance was felt during the unsheathing. Upon unsheathing, the sealant was found inside shuttle cartridge, exposed to blood, appeared to have ¿swelled¿. The proximal end of the sealant observed wedged between the advancer tube and the inner cartridge. The advancer tube remained inside the shuttle cartridge. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated. A product history record (phr) review of lot f1925603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed during analysis of the returned device. It was reported that the black shaft of the device was split. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. If the sealant sleeve is displaced, the sealant will be exposed, and the slit of the shuttle cartridge will become visible. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating and increasing the profile, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) was inserted into the sheath and the balloon was inflated however, when the device was retracted together with the sheath, the physician identified that the black shaft of the device was split. Therefore, the doctor decided to discontinue with the closure and manual pressure was applied. The patient recovered after the mynx event. There was no reported patient injury. The device was prepped and inspected according to instructions for use (IFU). The type of procedure was interventional peripheral which is a co2 angiography. The procedure used an ante-grade approach. The deployer¿s mynx training status is mynx certified. There was no damage noted to the packaging of the device. They used a 5f 10cm non-cordis sheath introducer. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had a little tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The patient was not hospitalized, nor the hospitalization was extended as a result of the event. The device will be returned for evaluation.